Event description:
On 1/31/97-rn/cmgr. Reported to med. Supplies supervisor incident that occurred on 1/29/97 with pt. 79 yo. Iddm female with a malfunction of her personal one touch basic monitoring system. 1/29/97 pt's family called rn/cmgr. Re: pt's increasing weakness/sluggishness despite b/s reading 152. Rn/cmgr. Made emergency home visit-verifying b/s and pt's status. Verified pt's family had re-calibrated the glucometer that a.m. - rn/cmgr and family called 911 - rn reported symptoms to paramedics. Paramedics used their glucometer resulting in b/s=64. Paramedics admin oj. For hypoglycemia with gradual increase of b/s noted. Pt's family noted glucometer misreadings and purchased new glucometer. 1/31/97-upon report of event-called MFR of device-lifescan at 1-800-227-8862. Spoke with lifescan=rep reporting device malfunction. 2/1/97-rn/cmgr followed up with lengthy (1 1/2 hrs) phone contact and report with lifescan. The MFR directed the family to send the glucometer to the co for further assessment. The family has followed through with this request. Awaiting MFR results. Received response from lifescan one touch regarding mandatory medwatch report on glucose machine not functioning properly and caregiver calling 911. The nurse spoke with a rep. Who needed a little more info to finish her part of the filing of the medwatch program. The rep also informed at this time that the pt requested not to have her one touch returned to her. The nurse spoke with the case mgr about this issue and she agreed with the findings. One touch is investigating the blood glucose machine to find out if the machine was at fault or whether it is due to the pt only having one kidney which has been known to make the reading off. Spoke with a rep about this and she agreed with what they said about one kidney.